Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door was showing locked on the fridge display, but it's not locked. Customer did not find the power key. The field service engineer disconnected backup battery and reset it to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system fridge was not opening. The customer added that this malfunction occurred during user trying to retrieve medication to patient. However, there were no adverse events or injuries reported based on this event.